Event description:
The following was reported by the attorney for the pt: (B)(6) 2008 - pt underwent hernia repair with composix kugel . On (B)(6) 2008 - pt underwent excision of composix kugel. A second composix kugel mesh was implanted. On (B)(6) 2010 - patient underwent excision of composix kugel.

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for evaluation. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether the device may have caused or contributed to the reported event. The attorney report does not indicate a specific device failure and no medical records were provided. Additionally, no sample was returned for evaluation. With the currently available info, no conclusion can be drawn. See MDR 1213643-2011-00627 for info related to the second composix kugel mesh implanted on (B)(6) 2008.